Event description:
It was reported that medication would not flow through 5 pen ndls 32g 4mm hp 100 box 1200 ca during use. The following information was provided by the initial reporter: "consume reported no medication flow with some pen needles in current box. Stated he had about 4-5 pen needles that did not work. Consumer does not prime."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that medication would not flow through 5 pen ndls 32g 4mm hp 100 box 1200 ca during use. The following information was provided by the initial reporter: "consume reported no medication flow with some pen needles in current box. Stated he had about 4-5 pen needles that did not work. Consumer does not prime."